Manufacturer narrative:
(B)(4).

Event description:
It was reported that a decrease in biventricular pacing values were observed through a remote (B)(6) transmission. In clinic, a loss of capture and sensing was observed on the atrial lead. The sensing loss had resulted in the observed pacing inhibition. The patient was asymptomatic. The lead was disabled. On (B)(6) 2016, it was capped and replaced.